Event description:
When performing am assessment, the patient's bed was found soaking wet with a foley catheter in place. She met the houdini protocol for removal; so foley removed. When we removed catheter only 8cc was in the balloon. The device was discarded.